Event description:
Literature was reviewed regarding ¿survival after subthalamic deep brain stimulation for parkinson¿s disease: 25-year experience from a single center.¿ multiple manufacturers¿ devices were implanted in the study population. The following medtronic devices were used: 3387 and 3389 electrodes, and kinetra and activa pc or rc neurostimulators. Among all patients, adverse events / device product performance issues included: two patients had explantation of dbs hardware within one year of surgery due to infection. Reimplantation did not occur. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: sachithanandan, s., sanjeev, a. S., thulaseedharan, j. V., kesavapisharady, k., puthanveedu, d. K., vijayaraghavan, a., sarma, g., krishnan, s., kishore, a.. Survival after subthalamic deep brain stimulation for parkinson's disease: 25-year experience from a single center. Movement disorders clinical practice 2025. 10.1002/mdc3.70361 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.